Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and sparc were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence, urethrocele, enterocele,vaginal vault prolapsed. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, and dyspareunia. It was reported that patient underwent excision of vaginal mesh on (B)(6) 2009. It was reported the patient experienced dyspareunia and right sided pain and when examined small apical erosion was found, she was started on vaginal cream with premarin on (B)(6) 2013 and recommended trigger point injections/pudendal blocks, therapeutic exercises. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.